Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant attempt, the device's right ventricular and right atrial lead impedances were high. The device was not implanted, rather another device was used. No patient complications have been reported as a result of this event.